Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of the returned flexima biliary stent was unloaded, a visual evaluation noted that the stent returned unloaded, additionally, the stent did not have any visual damage or abnormalities; therefore, the reported complaint of stent kinked and stent material deformation was not confirmed. However, one portion of the guide catheter was returned detached and stretched. The other portion of the guide catheter was not returned for analysis. Additionally, the push catheter and the guide catheter were bent/kinked in several locations. The suture was detached from the delivery system and it was not returned for analysis, also the suture hole in the push catheter was found torn. The reported complaint of stent kinked and stent material deformation was not confirmed, however one portion of hte guide catheter was detached. Based on the product analysis, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use in addition to continued attempts to retract the guide catheter or force applied to the device in order to release the stent can lead to the push catheter and guide catheter kinked, stretched, and detached. Additionally, the suture under tensile force during the procedure due to the kink/bent section could result in the tearing of the suture hole. The continued handling/manipulation or force applied to the device in addition to the found device condition could result in the found issues. Therefore the most probable root cause for this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent implantation in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the physician noticed that the stent was kinked and deformed inside the patient's body. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached/separated, therefore, this event has been deemed an MDR reportable event.